Event description:
Additional information noted event resolved approximately 3 months after onset.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of gastric cancer, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the perioral area and perioral line with juvéderm® volite¿. The patient experienced non-device related ¿gastric cancer.¿ the patient was hospitalized where a painless electronic gastroscopy, digestive endoscopic biopsy pathological examination were performed, resulting in ¿(gastric angle) : poorly differentiated carcinoma, consider poorly differentiated adenocarcinoma.¿ the event is ongoing.